Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered on and the display was found to be dim, fading and discolored. Unrelated to the complaint, a visual inspection of the pump revealed multiple cracks in the battery compartment. There was rust and corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. The keypad was intact; no damage was observed. Unrelated to the complaint, investigation revealed that the up arrow and contrast buttons were intermittently unresponsive during testing. The keypad was removed and there was contamination found under all of the button contacts.